Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported suction loss occurred two times during the procedure while the laser was firing with two patient interfaces, (pi's) with a single patient. The patient was applanated. The procedure was not completed. No patient injury was reported. In addition the procedure resulted in an incomplete flap, no complications, and the patient will be rescheduled for photorefractive keratectomy (prk) in a few weeks. This report is for the femtosecond laser due to the incomplete flap that requires additional intervention. The suction loss events are being reported in 2 separate mdrs for the pi's.